Manufacturer narrative:
The customer¿s complaint of cracked bezel without cracked hinge was confirmed on the returned lvp bezel assembly during visual inspection. A root caused was not identified. Some possible causes for the observed cracks could be due to hard impacts to the bezel, such as a significant drop or repeated drops. Risk assessment: the issue with cracked bezel assembly has been previously assessed via risk assessment dir# (B)(4). The ra indicates that this type of damage to the bezel could prevent the pumping fingers from completely compressing the tubing during the pumping cycle resulting in not properly cycling the correct amount of fluid to fill the tubing. This will result in restricted flow and possibly an under infusion condition. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
The customer reported a bezel has a horizontal crack starting from the door latch pin. There's no hinge crack. During a maintenance check for a check IV set error, the customer removed the device's membrane to replace a pressure sensor, and discovered the crack. There was no patient involvement.